Event description:
It was reported that during the procedure in the saphenous vein graft to the obtuse marginal branch, a non-abbott guide wire was advanced with great resistance. Pre-dilatation was performed followed by deployment of a rx 3.5x15 xience stent at 14 atmospheres for 1 minute. The stent was post-dilated (to 4mm) using the stent balloon to 18 atmospheres for 30 seconds, which resulted in vessel perforation with extravasation of contrast. The proximal lesion was then dilated and stented and the proximal segment of an old stented segment was also dilated. A 3.5x16 jostent graftmaster stent delivery system was advanced and the stent graft was deployed at the perforation site. Angiographic results revealed no evidence of persistent leakage. Dilatation was performed in the proximal segment of the vein graft and the procedure was completed. Numerous angiograms indicated resolution of the previous extravastaion. The patient remained hemodynamically stable with no evidence of hemodynamic or electrical compromise. There was no adverse patient sequela and no clinically significant delay in the procedure. The patient was admitted to the intensive care unit for surveillance. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rated burst pressure and indication for use. There were no reported product deficiencies. The reported patient effect of perforation is listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. It was reported that the xience v was implanted in a saphenous vein graft and was inflated to 18 atmospheres contrary to the rated burst pressure (rbp). It should be noted that the xience v instructions for use (IFU) states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: do not exceed the rbp as indicated on product label. In this case, it is unknown if the reported IFU deviations caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.